Manufacturer narrative:
The ge service rep removed and replaced the left monitor and the monitor calibration was performed. The left monitor operates as intended.

Event description:
The customer reported that the left monitor image was dark.